Manufacturer narrative:
.

Event description:
Procedure type: unknown. Patient sex: unknown. According to the reporter, the esophagus ripped as a result of a staple still being on the anvil. The case had to be converted to an open procedure. No additional information is available at this time.